Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the peritonitis and began treatment with cefazolin (2 g, daily, intraperitoneal, duration not reported) and gentamicin (80 mg, daily, intraperitoneal, duration not reported) for peritonitis. At the time of this report, treatment with cefazolin and gentamicin were ongoing. The patient's recovery status was not reported. Dianeal therapy was ongoing. The patient was retrained "on the procedures." No additional information is available.

Manufacturer narrative:
(B)(4). Three weeks after being admitted to the hospital, the peritonitis was resolved, the patient was recovered from the event and the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.